Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. The left ventricular lead exhibited loss of pacing. The device was reprogrammed. Lead dislodgement or some other malfunction was suspected. No other specific information was available. The issue was reported to be ongoing and not resolved.

Event description:
New information received states that the left ventricular lead was repositioned on (B)(6) 2018. The patient was stable post procedure and discharged.